Event description:
The surgeon reported: a patient underwent an abdominoplasty procedure on (B)(6) 2008, where quill srs 2-0 pdo, #2 ppn and 4-0 monoderm was used. The patient experienced spitting at approximately ten (10) months post operative. Suture material was removed using local anesthesia.

Manufacturer narrative:
In addition to the reported pdo material, two other quill srs products were also reported. The other reported product material was reported as #2 ppn and 3-0 monoderm material. Information is as follows: ppn material: model/catalog #: ja-1001q, lot #: unknown, expiration date: unknown, device manufacture date: unknown, 510 (k) #: k052373. Monoderm material: model/catalog #: unknown, lot #: unknown, expiration date: unknown, device manufacture date: unknown, 510 (k) #: k072028. Method: the "used" devices were returned for evaluation and results will be forwarded upon completion of review. The product lot numbers for the quill srs material are unknown. A device history record review cannot be performed. Results: a follow-up report will be forwarded with results of evaluation. (B)(4), quill srs, ra-1028q, size 2-0, pdo, quill srs, jra-1001q, size #2, ppn, quill srs, unknown, size 4-0, monoderm.